Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was able to confirm the reported issue. The representative resolved the reported issue by replacing the axiem module. The imaging system then passed the system checkout and was found to be fully functional. The suspect module has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, a lemo port on the axiem box for the navigation system was not functioning as designed. When the emitter was plugged into the navigation system, the cranial application software would freeze. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: a medtronic representative reported that the site did not elect to replace the axiem module and will continue to operate on the suspect module in the functional port.